Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads via the multi-function cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.